Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient has had pain, recurrence, infection, adherence, and surgery.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The prior surgery was for an umbilical hernia. The patient has had pain, recurrence, infection, ulcerated and draining umbilicus, adherence, and surgery. Revision was done, approximately 3 years and one month post op.